Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. It is unknown if the device is available. Teleflex has requested this information. The investigation into this complaint is in progress.

Event description:
Customer complaint received via "troparm" (trupharm) alleges "the light is unstable and sometimes not lit". Usage of the device at the time of the alleged malfunction was not reported. There was no report of patient involvement. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The device was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
Customer complaint received via "troparm" (trupharm) alleges "the light is unstable and sometimes not lit". Usage of the device at the time of the alleged malfunction was not reported. There was no report of patient involvement. There was no report of patient harm.